Event description:
Guide wire tip was found separated from wire body. Tip was held only by forming ribbon. Wire tip separated at weld. Device failure was found after product was removed from coronary artery after angioplasty. MFR was notified 7/12/95.